Event description:
A 3.0 diameter x 8mm length ave gfx stent was inserted into the circumflex coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system at the femoral sheath. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and returned to ave. Another attempt was made to cross the target lesion with another MFR's stent, however, there was no add'l clinical sequelae reported relative to the event.